Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion located in the severely calcified lesion in the left anterior descending artery (lad). A 3.00mm x 15mm emerge¿ balloon catheter was advanced for pre-dilatation. However, during first inflation at 4-5 atmospheres, for 5 seconds, the balloon ruptured. The procedure was completed with a 3.0mmx10mm non-bsc stent. No patient complications were reported.